Manufacturer narrative:
The siemens headquarters support center (hsc) was contacted by the customer. The hsc evaluated the instrument data and determined that the samples displayed a slight hemolysis and were within integrated multisensor technology specifications. The hsc determined that the data indicated the event is sample specific. The hsc determined that there was no instrument malfunction during the time of the event. The cause of the discordant potassium results is unknown. The customer successfully repeated the potassium results. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
Discordant, falsely elevated potassium (k) results were obtained on two patient samples on a dimension vista 1500 instrument. It is unknown if the discordant k results were reported to the physician(s). The samples were repeated on the same instrument, both resulting lower. The same samples were also repeated on an alternate instrument, both resulting lower. It is unknown as to which repeat results were reported to the physician(s). There are no known reports of adverse health consequences due to the discordant k results.